Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was an error resulting in that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported malfunction resulted in a loss of monitoring and not a loss of mechanical ventilation. H3 other text : additional information was received that the reported malfunction resulted in a loss of monitoring and not a loss of mechanical ventilation.